Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ outflow graft h3: yes. H6: FDA method code(s): b15. H6: FDA results code(s): c07, c23. H6: FDA conclusion code(s): d11. Product event summary: one (1) outflow graft with unknown lot number was not returned for evaluation. Visual evidence provided revealed an obstruction of the outflow graft due to external compression from the outflow graft and an additional surrounding graft placed by the surgeon at implant. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to compression of the outflow graft from a foreign graft surrounding the outflow graft placed during implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding external compression of the outflow graft in a left ventricular assist device (lvad). The article reports a patient who underwent an implant of an lvad; the outflow graft was covered with a fourteen-millimeter diameter gore-tex tube graft. Approximately 26 months later, the patient was admitted to hospital due to lvad low-flow alarms with mild heart failure symptoms. There was no evidence of hemolysis, lactate dehydrogenase (ldh) levels were within normal limits, and the international normalized ratio (inr) was in the therapeutic range. Computerized tomography (CT) angiography confirmed diffuse external compression of the outflow graft. The patient was taken to the operating room for a minimally invasive right thoracotomy approach to relieve the compression with a small incision on the gore-tex tube graft and removal of a large portion of the gore-tex graft. Flow improved immediately after the unroofing of the outflow graft. The status/disposition of the vad and outflow graft appear to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: use of a minimally invasive approach to correct diffuse external compression of the left ventricular assist device outflow graft. Asaio journal: artificial organ research and development. 2021; 67(6): e107-e109. Doi: 10.1097/mat.0000000000001266 additional products: brand name: heartware ventricular assist system ¿ outflow graft model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku concomitant medical products: no mfg date: unk labeled for single use: yes (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.